Event description:
It was reported that the patient had to be resuscitated after the onset of ventricular tachycardia and receiving only partial therapy from the right ventricular [rv] epicardial patch. It was also reported that intermittent undersensing was seen with premature ventricular contractions and low impedance measurements were noted. The rv epicardial patch remains in use and the patient was put on a left ventricular assist device [lvad]. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.